Event description:
A consumer implanted for non-malignant pain reported in 2014 they were unable to charge the implantable neurostimulator (ins) and saw the call your doctor your screen on the recharger, but it was unknown what specific message went with it. The consumer mentioned pain, but then said they were "probably just scared from the call your doctor message." The consumer stated their healthcare provider (hcp) told them they must have been using it a lot, which they confirmed they were. When the consumer was asked if the hcp considered it to be normal battery depletion they said "I guess everything was okay." The ins was replaced on (B)(6) 2014

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.